Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When set at 1, the proximal pressure reading was -8. The unit was started in ventilation mode to zero out the transducers and then read -9. It was recommended that the customer replace the data acquisition board. The fse also discussed installation of the o-rings and grommets. The customer replaced the data acquisition board and the device passed pvt.

Event description:
It was reported that the device failed pressure accuracy during performance verification testing (pvt). There was no patient involvement.